Event description:
It was reported that the patient experienced inflation issues with the pump not pumping up with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.